Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to high blood glucose. The customer blood glucose was 1264 mg/dl. Customer also states that six weeks ago her husband ended up in the hospital with high blood glucose and the insulin pump was reading that he was normal. Customer was hospitalized for 8 days and now health care professional does not want him to be on the insulin pump wants them replaced. The insulin pump will not be returned for analysis.